Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12042. It was reported the patient's lead, on the right side, was explanted and replaced which restored the patient's stimulation therapy. It is unknown which lead was explanted therefore both leads are being reported as explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12042. It was reported the patient lost stimulation following a fall a few months previous. Diagnostics revealed high impedances and x-rays revealed the leads have migrated. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.